Event description:
A patient(age and gender unknown) underwent a therapeutic placement of a biliary wallstent for treatment. The rx wallstent biliary endoprosthesis was implanted in the porta hepatic. When a second stent was attempted to be placed, the delivery catheter tore and 3 fragments of the device remained inside the patient. The clinician noted that it is possible this event could be attributed to the use of too much force, when attempting to remove the catheter when the stent was not fully deployed. The next day, the patient underwent a subsequent procedure for removal of the device fragments. Three pieces of the catheter were removed successfully, with a snare. The patient's condition was reported to be fine. There is no further information regarding this event.